Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: the product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint., corrected data: h.6. And h.10.

Manufacturer narrative:
One cassette was received for investigation. Visual inspection and functional testing was performed. The visual inspection showed no damage, kinks, or any discrepancies that could cause the failure mode. During functional testing the sample was connected to two pumps and with both, no alarm was activated. The failure mode could not be duplicated by functional testing, complaint was not confirmed. No actions taken due complaint was not confirmed.